Manufacturer narrative:
(B)(4). Date sent 3/18/2025. D4 batch #951c14. Investigation summary: the product was returned for evaluation. Visual inspection and mechanical test were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with no apparent damage. No battery was received. Device was received with washer uncut and there were no staples present. When the test battery was installed, the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. Due to no staples were present on the device, is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. Attempts to reset the device throughout the firing range were unsuccessful. When shrouds were removed, the motor connector was observed disconnected from the pcba and damaged was noted on the pcb motor connector. No functional test was performed due to the condition of the device. The damage observed on the motor connector is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 951c14, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 2/24/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 3/12/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.